Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported one of their lower teeth is loose and feels like it is going to fall out. They also reported that their upper lateral incisor is still not in position, it has not move much since wearing the aligners religiously.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.